Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated that doctor had hard time inserting right lead and only activated left lead. Patient stated that it was a very bad procedure for them and the right side was very painful. Patient never felt the fluttering sensation as they were supposed to get so they tried and tried again and it was so painful especially their right side. Patient stated that it took them a couple of tries to get it in place since they never felt the sensation but was told it was okay because they eventually got it in place. Additional information received from the healthcare provider (hcp) indicated that the patient saw the hcp for an evaluation of an overactive bladder on (B)(6) 2017. The patient mentioned that the problem was located in their bladder, and they had tried interstim and had a percutaneous nerve evaluation (pne) treatment starting (B)(6) 2017. The patient had a pre-existing overactive bladder, nocturia, and lower back pain. The patient reported urine retention and urinary frequency, abdominal pain, and back pain. Their blood pressure was 110/72 mmhg. There were no abnormal findings when the patient was physically examined. The patient's current medications included: ditropan xl 10 mg tablet daily, bentyl 20 mg tablet daily, loperamide 1 mg/7.5 ml liquid daily as needed, oxycodone hcl. The patient received education sheets regarding overactive bladder. It was further noted that the patient had severe right sided pain and only the right lead was removed. The patient was to follow-up three days later to evaluate the left sided evaluation. On (B)(6) 2017, the pne wire removal was completed without difficulty. The site was cleaned, dried, and intact with minimal bruising. The hcp and patient discussed the possible effectiveness of a formal procedure done under anesthesia. The patient wanted to proceed with investigating that option at the next office visit. They wanted to give the therapy "their all," and was willing to try every step available toward success.